Event description:
Journal article received: solid bolt fixation of the medial column in charcot midfoot arthropathy martin wiewiorski, md, tetsuro yasui, md, phd, matthias miska, md, arno frigg, md, victor valderrabano, md, phd; the journal of foot & ankle surgery 52 (2013) 88¿94 reported: eight cases, 6 males and 2 females with a mean age of 63 years (range 46 to 80) with a mean postoperative follow-up period of 27 months (range 12 to 44) between (B)(6) 2007 and (B)(6) 2010, were assessed to evaluate the effectiveness of solid intramedullary bolt fixation for symptomatic charcot neuroarthropathy. Surgery consisted of aligning the medial column and midfoot using an intramedullary placement of a 6.5 mm midfoot fusion bolt manufactured by synthes. This report is for an 80 year old male, with a history of diabetes and previous metatarsal fusions, who underwent a retrograde mid-tarsal bolt insertion on an unknown date. It was noted on follow-up that the patient experienced an axial bolt migration resulting in bolt removal. A copy of the literature article is being submitted with this medwatch. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.